Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. Visual inspection and observed loose black particle matter at the inside surface of the primary packaging and not touching the product. Additional magnified inspection was performed which verified loose black foreign particle matter (pm) approximately 1.0 mm in length only on the inside surface of the primary packaging of the unopened primary packaging and not in the fluid pathway. Since the pm was not in the fluid path, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particle was embedded inside the tubing of a non-vented high-volume inlet. This was observed prior to use. There was no patient involvement. No additional information is available.